Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and the remote alarm connector was defective. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery and a failure related to the remote alarm connector was observed. The device's internal battery and interface board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery and interface board. The internal battery and interface board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The interface board was evaluated and found to operate to design specifications.